Manufacturer narrative:
(B)(4). Pump trace download analysis confirmed the pump alarmed power error detected. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error detected due to connector resistance pcb 1. After disconnecting and reconnecting the internal battery connector on/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm. Customer¿s blood glucose level was 8.6 mmol/l at the time of incident. Customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that the notification light did not immediately stop flashing. The insulin pump will be returned for analysis.